Manufacturer narrative:
The reported observation of a connection issue between the ipg and the cp was confirmed. The root cause was due to the device entering the service application state due to the patient's unrelated surgery.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the device was not placed in surgery mode. Troubleshooting was unable to resolve the issue. Next course of action is undetermined at this time.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.